Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator due to c 33 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the error was confirmed using system logs. During testing, the unit displayed error code c 33 at startup, and the erbe logs recorded code c 00, m 11 and m 33. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c 33 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that an erbe error code c 33 occurred at system startup and, after a reboot, the error changed to c 00. Tse then had the user test whether energy activation was possible while an in-hospital backup generator was prepared in parallel. Later, due to a strong request to use a double bipolar instrument, the user aborted to another dv system to proceed with the procedure. No known impact or patient consequence was reported.